Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm would not move. Review of the system log file showed ¿bow does not perform the movements¿. Later, fse checked the system and found the cause for the issue was samd boxed low power ¿ 4spc. Fse replaced the 4spc smart drive and all motion calibrations were performed. After replacing the 4spc smart drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that c-arm would not move. There was no reported patient or user harm. A philips field service engineer (fse) replaced the smart drive and returned the system to use in good working order. Philips has started an investigation of this complaint.